Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventricular lead exhibited a non sustained ventricular tachycardia alert. The lead was capped and replaced on (B)(6) 2015. The patient was doing fine before and after the event.